Event description:
One touch basic meter was prompting the insert test strip and error 2 messages. The medical affairs specialist (mas) left a message with the pt's family member. The mas spoke with the pt in 04/05. The pt takes 45 units of 70/30 insulin every morning around 7:00 am and 45 units every night around 9:00 pm. They take avandamet 4 mg each morning and night. They also take oral medication for hypertension and high cholesterol. They sometimes take less insulin if their blood glucose result is <150 mg/dl. They usually tests with the meter 4 times a day. They do not recall the result they obtained on the reported meter on saturday morning; however, they thinks that they took the usual dose of 45 units of insulin. The next test they remembers taking on the meter was at 9:00pm on saturday; the result was 157 mg/dl. They took their usual dose of insulin and went to bed. At about 2:00 am they woke up feeling extremely hungry and having cold feet and hands. They have had episodes like this in the past. They attempted to test with the meter and obtained the error 2 message. They drank a "coke", ate bread, and went back at bed. At 7:00 am on sunday they were not able to obtain a result on the meter. They cut their dose of insulin to 32 units because they could not get a reading on the meter and was afraid of having hypoglycemia. They contacted lifescan on sunday night because they continued to get the error 2 message on the meter. The pt may have experienced hyypoglycemia on sunday at 2:00 am; however, they were able to test with the meter prior to the incident and took medication as usual. There is no indication that the product contributed to the pt experiencing injury. The customer care rep walked the pt through retesting with new test strips and the error 2 message was not resolved. Based on the unresolved error 2 message, there is an indication that the product malfunctioned. The meter was replaced.